Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found with the needle breaking before use. The following has been provided by the initial reporter: the pharmacist explained that the gray part of the needle is detached from the needle. Injection was not possible.

Manufacturer narrative:
H.6. Investigation: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k011369/k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found with the needle breaking before use. The following has been provided by the initial reporter: the pharmacist explained that the gray part of the needle is detached from the needle. Injection was not possible.